Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) clearlink/continu-flo sets disconnected and leaked. During unspecified surgical procedures (also reported as endoscopy and unspecified surgical procedures requiring sedation/general anesthesia), the sets disconnected. There was no report of patient injury or medical intervention associated with this event.